Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 425 mg/dl, dehydration and polyuria. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that the patient woke at 2:00 am with the elevated blood glucose and noted that the pump had shut off. The patient reportedly removed the battery from the pump and reinserted it and the pump powered back on. The patient reportedly believed the pump had shut off due to a crack in the battery compartment that did not allow for proper tightening of the battery cap, resulting in the pump losing power. The reporter stated at the time of the alleged power issue, the yellow o-ring of the battery cap was visible while attached to the pump and the battery compartment was cracked. The reporter stated the last time the battery cap was replaced was seven to twelve months ago this complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a damaged pump with power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: a review of the black box showed the data from the date of the complaint was not available. The available black box showed a power on reset event. The battery cap was not returned. The test battery cap fit to maintain an electrical connection. The test battery cap was used to complete 24 hour testing. No power on resets were duplicated. The total daily doses added up correctly and were delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.